Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) that was placed 6 weeks prior. The physician indicated the patient was not compliant with post operation instructions and had orchitis that may be related to why the infection started. A reimplant procedure was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. There were no device malfunctions associated with the explanted device. The patient was said to be good following the procedure.